Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt has been completed.  The reported problem (check therapy electrode messages, damaged therapy pads) has been confirmed.  Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force.   There was no death or adverse event associated with the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient received a bleeding cut on their finger from the therapy pad of the lifevest equipment. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown. A us distributor reported that a patient was experiencing check therapy electrode messages.

Event description:
A us distributor contacted zoll to report that a patient received a bleeding cut on their finger from the therapy pad of the lifevest equipment. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.